Manufacturer narrative:
Device manufacture date: 01/27/2017-01/28/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink system continu-flo solution set with duo-vent spike were unable to prime. The reporter stated that the tubing sets would not prime and fluid would not flow. There was no patient involvement. No additional information is available.